Manufacturer narrative:
As reported per co-author, "we would like to emphasize that the post-operative complications are not due to the product used but to the technique used in the operation." The article concluded that the two haemostatics non-bard and arista ah are safe and 96¿99% effective as closure systems in patients undergoing vascular surgery. Based on review of the article and input from the co-author the complications experienced by the patients were not caused by the use of arista ah. Hematoma is a known inherent risk of the surgery and is identified in the adverse reaction section of the instructions-for-use, included with the product. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is provided as an estimate ((B)(6) 2023) based on the information provided.

Event description:
Per journal article: "synthetic haemostatic sealants: effectiveness, safety, and in vivo applications." The aim of the retrospective study is to assess the safety, the advantages, and the ability of using non-bard sealant and arista ah to activate the haemostatic process at the affected site, also in relation to their chemical-physical characteristics. In the study group consisted of 81 patients, non-bard sealant was used on 56 patients and arista ah in 25 patients as hemostatic agent application in (B)(6) hospital ((B)(6)) with different vascular diseases (fav, pseudoaneurysm, and PICC application) between (B)(6) 2023 to (B)(6) 2023. The results showed that 96% of patients treated with arista ah after fav surgery were discharged after 24hrs due to the absence of bleeding from the surgical site. Other outcome measures in fav patients treated with arista ah or non-bard sealant were the presence of hematoma at the surgical site and the wound closure process and 50% of patients haemodialysed at 24 hrs had haematoma at the surgical site in both sealant treatment. The failures that occurred in the patient were more related to complications of the procedure than to the use of sealants. The article concluded that the two haemostatics non-bard sealant and arista ah are safe and 96¿99% effective as closure systems in patients undergoing vascular surgery. As reported per co-author, "we would like to emphasize that the post-operative complications are not due to the product used but to the technique used in the operation."